Event description:
New information received notes that the device has reached eri and is scheduled to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device longevity was measured lower than expected. The programmer displayed 6 months to eri. Interrogation of device showed several hv therapies. A possible battery issue was suspected. The patient will continue to be monitored at this time.